Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observation with the caller who stated they will continue to monitor the patient as the current shock impedance was 66 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective procedure to try and implant a left ventricular (lv) lead, this device was removed from the pocket and when it was put back into the pocket, an alert was generated for an out of range shocking impedance measurement. No adverse patient effects were reported.